Event description:
A facility reported a microsensor (ID 826631) showed -99mmhg two hours after the patient came back to the ward. During the procedure, the microsensor was functional; therefore, the physician removed the microsensor and stopped the monitoring. The patient is in stable condition. There is no information available on whether the patient experienced any signs or symptoms caused by the product problem.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The neuromonitor basic kit (ID 826631) was returned for evaluation. Device history record (DHR) - the product code 826631 with lot 7288028 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - the catheter was crimped 5.8 & 24.4 cm from distal end. Icp express read 503. The device passed electronic, noise, linearity/hysteresis and signal drift tests. The complaint was not confirmed. Root cause analysis - the exact issue reported by customer could not be confirmed as the device worked correctly. The possible root cause for this issue reported by the customer could be due to incorrect set-up of device. The performance failure could possibly be attributed to the catheter being crimped too tight.